Event description:
It was reported that upon release of the vena cava from the delivery system, the filter was deployed in an accessory vein of the ivc, and the filter limbs did not expand. The filter was successfully removed the following day. No other filter was implanted. There was no reported pt injury.

Manufacturer narrative:
A mfg review was performed. The lot met all release criteria. This is the only complaint reported to dat for this lot number. The device was not returned. Based on one image that was provided, the complaint investigation is confirmed for failure of the filter to expand. It should be noted that the filter was deployed in an accessory vein of the vena cava, which prevented the filter limbs from expanding. Per the current IFU (instructions for use), the filter snare hook should be positioned 1cm below the lowest renal vein and venacavography must always be performed to confirm proper implant site. As such the root cause for this event is most likely user-related, as the filter was implanted in the wrong location. See scanned page. Note: it is possible that complications such as those describe in the "warnings", "precautions", or "potential complications" sections of this IFU may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.